Event description:
It was reported that following a radiofrequency ablation procedure a hematoma was discovered via sonogram. The patient was hospitalized. No further patient complications have been reported as a result of this event. The patient is part of the victory af clinical trial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.